Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was 1 tube that underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which show tubes containing a specimen but do not display the reported underfill issue. The volume of blood drawn into the tubes can vary due to multiple factors including altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. A total of 100 retained samples were visually inspected and found to have the hemogard closure assembly correctly assembled. Functional tests were conducted on 10 retained samples, confirming that all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume-underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was 1 tube that underfilled. No adverse impact was reported regarding the patient or user.